Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, l5 left screw was deviated at l4/5 intervertebral disc when surgeon inserted screw percutaneously under the navigation with o-arm navi. It looked like screw was inserted in pedicle under the navigation but it was deviated completely under the x-ray image. Intra-op, there was a suspicion that reference frame slided. The final image of confirmation was taken after closing the incision and instruments were contaminated so the patient was kept at state at which the anesthesia was applied. Surgeon waited for finishing instruments re-sterilized and performed re-operation to remove all left screws and replaced them under the image. The surgeon felt responsibility about he did not take the confirmation of the x-ray image before the wound closure and although he noticed that the l5 left screw has not worked but he did not suspect deviations of the screw. The surgical time was extended more than 60 min. Product came in contact with the patient. No patient complications were reported.